Manufacturer narrative:
Inspection revealed our product was not the cause of the fire.

Event description:
Pride jazzy was located in a home where allegedly a fire occurred.

Event description:
Pride jazzy was located in a home where allegedly a fire occurred.

Manufacturer narrative:
The device has not been made available for evaluation as of yet. Should the device or further information become available, a follow-up report will then be issued.